Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a35 alarm and motor error alarm due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose was 266 mg/dl. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Troubleshooting was performed. Customer stated that the drive support cap was normal. Customer advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and to refer to backup plan. The insulin pump will be returned for analysis.